Manufacturer narrative:
The device was not returned to resmed for an evaluation. A resmed customer representative assisted the customer with instructions to adjust settings to reduce safety reset occurrences. (B)(4).

Event description:
It was reported to resmed that an astral device displayed multiple safety reset complete alarms. There was no patient harm or a serious injury reported as a result of this incident.